Event description:
Reporter indicated that a pt's vns device was explanted due to lack of efficacy.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device burst during a patient infusion. The device was being used to deliver 5fu and glucose to an unidentified patient when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4).